Event description:
During a coronary artery drug eluting stenting procedure the delivery balloon stuck in the taxus express2 8.8% 2.75x24mm drug eluting stent. The target lesion being treated during the index procedure was a 2.8mm, 80% stenosed bifurcated region of the mid left anterior descending artery.(lad). The physician performed the double wiring technique to treat the target lesion. The main branch, mid lad, was predilated prior to successful placement of one taxus express2 8.8% 2.75x24 mm drug eluting stent. The side branch was not predilated and no stent was placed. The drug eluting stent was post dilated after deployment. The patient was discharged from the hospital the next receiving asa, and plavix. The site reported that the stent was successfully placed and the delivery balloon eventually released from the stent after re-inflation of the balloon.